Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. The product was returned with the motor body assembly detached from the knuckle/hose assembly. Some of the components were missing/not returned. An analysis was performed with the returned components and it showed that a potential cause for the detachment of the motor body from the knuckle assembly may have been the result of a manufacturing variance. Device history record 211558157 review was performed and no anomalies were identified. Ncmr 200233359 has been initiated to look into this further. If information is provided in the future, a supplemental report will be issued.

Event description:
On further follow up it was reported that one of the device user may have experienced up to 20% loss of hearing. No other information was provided.

Manufacturer narrative:
Device has been returned and currently under evaluation. The user manual contains the following warning ¿do not use legend system components if damage is apparent or if components do not run properly. The legend system must be inspected for damage prior to each use.¿ we will continue to track and trend this complaint type. Country of facility: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the motor connection was tested prior to surgery and the motor was functioning correctly. When the surgical process begins, and the motor was activated, a very loud noise is heard and the hand piece fell out of the surgeon's hand. It was reported there was no patient impact however three users of the equipment experienced acoustic trauma and are currently being evaluated by a doctor. No further information was available on follow up regarding the user's current condition.